Manufacturer narrative:
Device b: batch #c5gp5c. Mfg 12/2006; exp: 11/2011. H6- conclusion: damaged firing mechanism for device a & b. Evaluation summary: device a was received in good visual condition and with an empty cartridge loaded in the device. The returned cartridge did have a bent lockout tab; it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. When this occurs, the lockout tab on the cartridge becomes damaged. No functional test was performed, as the firing trigger was note to be damaged. The device was disassembled to verify the conditions of the internal components; one firing trigger teeth and the pinion axle support was damaged. Device b was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.

Event description:
The customer reports that during a lab tubal ligation procedure, the device misfired. It worked fine with initial cartridge, put a 2nd reload in and it would not fire at all. They got another device, it would not fire at all either. They got a 3rd one to complete the procedure without any patient consequence.